Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As verbalized,"I have problems with my knee implants. Give me a callback. Thank you!" Patient contacted (B)(6) 2018 and indicated he has been revised due to loosening. On (B)(6) 2015, patient was taken to the operating room for a right knee manipulation under anesthesia to address adhesive capsulitis/arthrofibrosis. The patient reportedly had range of motion from 10 degrees in complete extension to only 20 degrees of flexion. The surgeon indicated that over the course of approximately ten minutes, pressure was applied first in extension, and then in flexion to achieve a final result of 0 degrees extension and 105 degrees of flexion. It was reported that an audible and palpable lysis of adhesions occurred. Knee was placed thru full range of motion with smooth results, including patella button tracking. Records provide implant stickers for competitor products implanted during a right knee revision on (B)(6) 2018. There was no provided revision operative notes. Based on the implant stickers present, it is likely that the femur, tibial tray, and tibial insert were revised. No diagnosis/reasons for revision were provided in these medical records.